Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During preparation for the procedure, when the device was taken out of its packaging, the coil was stuck in the sheath and would not come out. The physician used another new coil to successfully complete the procedure. The coil was not in contact with the patient; therefore, there was no adverse effect on the patient.

Manufacturer narrative:
Result: the coil is detached from the pusher assembly and lodged inside the orange introducer sheath. The proximal constraint ball is still inside distal detachment tip (ddt). The coil stretch resistant (sr) wire is fractured. The pet-lock is still intact on the proximal end of the pusher assembly. The orange introducer sheath is ovalized in the section where the proximal end of the coil is lodged inside the sheath. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil was taken out of the package and the coil was stuck in the sheath. Evaluation of the returned product confirmed that the coil was lodged inside the sheath. The coil was returned detached from the pusher assembly due to a fracture in the sr wire. This likely occurred as a result of excess force applied to the coil when trying to advance and retract the device out of the sheath. The likely cause of the complaint was the ovalization in the sheath. This ovalization reduced the inner diameter of the sheath lumen, causing the coil to become lodged inside of the sheath. The coil was partially exposed out of the distal tip of the orange sheath; indicating that at some point the coil was capable of advancing out of the distal sheath. The ovalization in the sheath was likely caused by user handling when removing the device from the packaging or during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.